Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077825. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the edge of the tubing. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the responsible nurse gave the patient a venipuncture indwelling needle. When he saw that the steel needle was withdrawn after returning blood, the blood leaked from the edge of the indwelling needle hose. Remove the indwelling needle immediately. Check the indwelling needle and find a crack in the edge of the hose(catheter tubing). Re-penetrate after replacing the indwelling needle, explain the work to the patient and the family, and understand.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the edge of the tubing. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the responsible nurse gave the patient a venipuncture indwelling needle. When he saw that the steel needle was withdrawn after returning blood, the blood leaked from the edge of the indwelling needle hose. Remove the indwelling needle immediately. Check the indwelling needle and find a crack in the edge of the hose(catheter tubing). Re-penetrate after replacing the indwelling needle, explain the work to the patient and the family, and understand.